Manufacturer narrative:
(B)(4). D10: item name#: oxf anat brg lt sm size 3 PMA; item number#: 159540; lot number#: 66228618. Item name#: oxf uni cmntls tib sz a lm; item number#: 166845; lot number#: 67313144. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent revision for a medial tibial plateau fracture following an uncemented medial unicompartmental knee arthroplasty. The patient was revised to a prk. Approximately 49 days post-implantation. Attempts have been made and no further information has been provided.